Manufacturer narrative:
Only 46.4cm of the distal portion of lead was returned. Electrical tests of the returned piece indicated normal characteristics. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The noise was not reproducible in clinic however; it was seen on stored egms. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.